Event description:
Three separate camino catheters were placed, all of which had erroneous readings. The user facility reported that after 7 days, one of the catheters had a drift of 10mmhg off of the correct reading, as confirmed by the patient's ventriculostomy reading and clinical signs. Attemts to obtain additional information from the user facility were made by integra technical services on march 2005, march 2005 and march 2005. No additional information was provided. Additional attempts to contact the user facility were placed by the corporate complaint department on march 2005, april 2005 and april 2005. These attempts did not yield further information and no product return is expected.